Event description:
Attorney reported: in 2006 -- the patient had a non recalled ck mesh patch implanted to reconstruct the abdominal wall after excision of a soft tissue tumor. After implant, the anterior side of the mesh failed to adhere to the abdominal wall, and the mesh tore loose, migrating into the resulting recurrent incisional hernia sac. At about 80 days later, the patient underwent a hernia repair procedure with explant of the mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.